Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
The literature article entitled, "treating crowe IV congenital hip joint dysplasia combined with dislocation with total hip arthroplasty" written by wenbo li, wenming zhang, guochang bai, zida huang, and rongkai shen published by chinese journal of reparative and reconstructive surgery, october 2013, vol. 27, no.10 was reviewed for MDR reportability. The article's purpose is report on collected data from 8 hips who received thas between june 2008 and may 2012 after age of 25 years with follow ups between 1-5 years. The products utilized were depuy acetabular components and srom prosthesis. No further information provided regarding platforms but it is reasonable to conclude the femoral head and liner are depuy products. Adverse events: 1 nerve injury that self recovered with treatment of wearing abductor brace, 1 deep vein thrombosis treated with low molecular heparin for 7 days and thrombus disappeared. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.